Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that at 12:30 a patient noticed dripping from the bottom of the IV pump after 2.5mls administration of remicade (541.5mg/250ml) which was intended to infuse at 10ml/hr over 15 minutes. The infusion started with two pumps in one room then switched to two different pumps in another room. There was no patient harm.